Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray reviewed: the provided x-rays do not allow for any determination of the root cause. A product investigation was conducted. Visual inspection: the returned va locking screw was visually inspected and shows no signs of damage but normal signs of use. Functional test/ dimensional inspection: functional test was performed with the returned va-lcp-2-column distal radius plate and showed no irregularities. The va locking screw could be locked in the undamaged va screw holes of the plate. Document/specification review: could not be performed due to missing lot information. Summary: the returned va locking screw is in used condition with no damage visible. The functional assessment could be performed with the involved va-lcp-2-column distal radius plate ¿ no irregularities were noted ¿ however, the complaint condition of the va locking screw being loose could not be reproduced. In addition, no conclusions could be drawn if a torque limiter was used during implantation surgery. Since the exact lot number is not known the present complaint cannot be further analyzed. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient underwent implant removal due to their fracture having healed. During the procedure, one (1) screw was identified as broken and almost all the screws where loose. A variable angle- locking compression plate (va-lcp) distal radius plate was also removed. The procedure went well. This report is for a 2.4 mm titanium (ti) va locking screw stardrive 18 mm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the revision surgery occurred on (B)(6) 2019.